Event description:
It was reported from a nurse that a patient has high impedance. Nurse had reported the event as a lead fracture. The patient had replacement surgery the same day that the lead fracture was reported. The full revision was confirmed to be completed. The explanted lead has been received for analysis. Analysis on the lead is underway but has not been completed to date no additional or relevant information has been received to date.

Event description:
Lead analysis was completed and approved. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. A half set of setscrew marks was found near the end tip of the connector pin, and imprints from the canted spring observed on the rear end of the small o-ring boot, suggest that the lead connector was not inserted completely at one point in time. Abrasions observed in various locations, possibly caused by wear. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
Product analysis on the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator.